Manufacturer narrative:
Additional e: arrhythmia, thrombus, hematoma, hemorrhage. Further information could not be requested due to the event coming from a literature review.

Event description:
A literature review reported that multiple leadless pacemaker patients experienced post-op dislodgement and unspecified device issues. Patient symptoms of embolism, pericardial effusion. Cardiac perforation, valvular stenosis, heart failure, unspecified infection, arrhythmia, thrombus, hematoma, and hemorrhage were also reported. Some patients underwent additional surgery to address the issues. Further information could not be requested due to the event coming from a literature review.